Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "there is clear radiolucence and there are large cysts visible. The tibial (construct) seems to be subsided a little anteriorly, therefore loosening and migration can be confirmed. The pe is attached firmly to the tibial component, there is no sign of loosening or breakage. The talar component shows some large cysts and radiolucence as well and loosening can be confirmed. There is no clear sign of migration, though." Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by loosening and potential subsidence due to large cysts around tibial and talar construct. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.